Manufacturer narrative:
Based on complaint description, due to fact that product was not returned , investigation raised that it is possible that the device hit hard tissue or bon and therefore misused. It was concluded that, such misuse led to product breakage.

Event description:
During a meniscal tear procedure after firing, the device and removing it - a piece was missing at the tip, was located and removed using grasping forceps, and device appeared to be complete. An x-ray was performed to confirm that all pieces were found and the x-ray was negative.